Manufacturer narrative:
Device not returned.

Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Customer cleared the alarm and continued using the pump for insulin therapy. Customer¿s blood glucose level was 217mg/dl.